Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was diagnosed with an infection in the internal abdominal wall. The patient was treated with ciprofloxacin oral antibiotic. On an unknown date, the patient was hospitalized for reassessment. The abdominal infection had recovered. The peg-j tubing was replaced during the hospitalization.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.